Event description:
Complainant reports an implant fracture, stating that the abutment was loose at the beginning of 2018, it was tightened again at 30 ncm, and 2 weeks later screw fractured in the implant and vestibular fracture of the implant shoulder.